Manufacturer narrative:
Date sent to the FDA: 10/19/2021. Additional b5 narrative: it was reported that the patient experienced recurrent umbilical hernia following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery in (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted ¿¿the mesh appeared to be bunched up and not in an adequate position.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.